Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Cut pump was sent back with the only motor/cannula end attached to a small part of the catheter. No biomaterial or physical damage was observed on the returned product. No investigation could be performed on the returned cut pump. Placement signal issue: the cause of the issue was not determined without sufficient returned product and clinical details, including data log.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the placement signal was lost and a placement signal unreliable alarm. Flows changed but were still within normal limits. No suction alarms occurred. No patient harm has been reported.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
D6a and d6b: updated implant and explant date. D: added device return date. H6; added code based on device return. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.